Event description:
It was reported that when the surgery team was preparing to use the countersink for lag screw washers in the case, the tip broke off. Drill guide for lag screws was being used and the tip broke off in the patient. The tip was removed from the patient's skull. Both tips broke off in the same case, at different times. The surgery was completed successfully.

Event description:
It was reported that when the surgery team was preparing to use the countersink for lag screw washers in the case, the tip broke off. Drill guide for lag screws was being used and the tip broke off in the patient. The tip was removed from the patient's skull. Both tips broke off in the same case, at different times. The surgery was completed successfully.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed since the device was not returned for evaluation and therefore it is not possible to perform the product specific examinations and the root cause for the event cannot be determined. The complaint is added to the complaint trend. Related to the investigation results of similar complaints the most likely root cause could have been that the device collided against a hard object (no bone) and consequently the countersink tip of the device broke. Based on statistical evaluation no indications were found for any manufacturing related issue. Therefore no corrective and/or preventive action is deemed necessary at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.